Event description:
During a routine hemodialysis treatment, a pt blood loss of approximately 210 cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. It was reported that arterial access needle problems occurred shortly after the treatment started. The blood circuit clotted while attending to the arterial access and had to be discarded. No medical intervention was required.